Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited increased threshold measurements. An x-ray confirmed that the lead had disloged. The rv lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.